Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient turned therapy back on monday and now it was not working. Therapy had been turned off for about three years. Patient stated it was not working and not finding the stimulator in their hip. The therapy was not giving the patient the heads up that they have to go to the bathroom. It was not doing anything for them but making them lose their bladder. It has been a headache since they got it in. On monday it was giving them shocks and letting them know to go to the bathroom. Patient services walked caller through checking their settings. Patient was on program 2 at 0.7 ma and the patient stated there was not a lightning bolt in upper left corner. On the call walked the patient through turning on the stimulation and the patient increased the stimulation to 1.1 ma. Patient will maintain stimulation level and will continue to track symptoms. Patient confirmed stimulation was comfortable. Patient had battery read on monday and they said they had 8 months of battery left. Patient was seeing surgeon next month to see about getting the device replaced.